Manufacturer narrative:
Occurrence date unknown. Model number unknown. The chosen model number is the most similar. Patient demographics unable to be obtained. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback, occasionally and especially with patient movements or insufficient sensor contact with the skin, the foresight sensor had signal interruptions or fluctuating readings. No further information available. There was no allegation of patient injury.